Event description:
It was reported that a user experienced hyperglycemia with a highest glucose of 330 mg/dl by cgm and confirmed by meter after eating a large meal, while the pump remained in dosing mode and the user later reported that the ilet system was functioning normally. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the event was classified as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.